Event description:
The physician was performing a stone extraction with a double lumen extraction basket. The stone was caught with the basket and could not be crushed. Repeated attempts to loosen the basket from the stone were unsuccessful. The outer sheath was removed from the device and a lithotriptor was attached to the basket. During rotation of the lithotriptor handle, the drive wire severed six inches away from the pt's mouth. The procedure was abandoned and two days later the physician was able to manually remove the basket from the pt successfully. It was noted a stricture in the pt may have contributed to the complications that occurred. The physician inserted a lithotriptor compatible basket, crushed the stones, and utilized a balloon to sweep the duct. The pt is reported to be in satisfactory condition and no further complications occurred. The instructions state "the wilson-cook memory ii double lumen extraction baskets are not compatible with the soehendra lithotriptor or any other mechanical lithotriptor. If difficulty is encountered when removing the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If passage is still restricted, surgical intervention may be necessary."